Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "[Name removed] called and unit is giving a 45 second alarm silence all of the time and therefore no audible alarms. He states the silence button is activating and he can hear it click, told him problem could be with the alarm board then, gave p/n 768588a. No pt involvement."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. (B)(4). The following info concerning the eval of the device by the user facility was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. The carefusion tech support specialist in conjunction with the user facility rep determined that the most likely root cause of the reported event was a faulty alarm board assembly. The user facility was shipped a replacement alarm board assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty alarm board assembly for eval. As of the date of this report, the alleged faulty alarm board assembly has not been received. However, based on the age of the device this issue was resolved with corrective action request (B)(4) and engineering change order (B)(4).